Event description:
It was reported that bilateral closure of the right and left common femoral arteries was done using four prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of four prostyle devices (2 on each access site) were successfully placed. The evar procedure was completed, and the patient was discharged. Reportedly, on (B)(6) 2024, the patient was admitted to the hospital with bilateral infections in both groins. Surgery was performed on the right groin patient on (B)(6) 2024 on the left groin. After, the surgery, vacuum assisted wound care was provided on the patient until (B)(6) 2024. The patent was then discharged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is/are filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of infection is listed in the electronic prostyle instructions for use (eifu), as possible adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.